Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation, the battery was unable to recharge or power on a monitor. The battery had an intermittently non-functional u1 component that was causing the battery faults. The root cause for the defective u1 component was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was causing excessive battery faults.